Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. The customer connected the pump to a power source to charge and a malfunction alarm occurred. Subsequently, the pump was noted to be unresponsive. The customer connected the pump to a power source to charge and the pump indicated a data log corruption. The customer's blood glucose level was 95 mg/dl. Reportedly, the customer contacted the healthcare provider for alternate therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction and data log corruption were verified, however the alleged pump shutdown could not be verified.